Manufacturer narrative:
The physician and patient were considering the options. The explanted device was expected to be returned for an analysis of the device dimensions. This report will be updated when additional information is received.

Event description:
Boston scientific received information that this subcutaneous implantable cardioverter defibrillator (s-ICD) device had eroded from the implant incision. The device was found outside the patient's body. No inappropriate therapy was delivered. The device was explanted and the associated electrode was capped and remains in the patient. The physician questioned the device dimensions. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. Visual inspection identified no anomalies. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Simulated induction testing was also performed, and again, normal device function was observed. Additionally, the device dimensions were analyzed upon request of the physician. The length, height, and thickness measurements were all within specifications. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
.